Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow, failure to capture and undersensing were observed on the device prior to the patient experiencing a non-sustained ventricular tachycardia (nsvt). Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.